Manufacturer narrative:
(B)(4). D6a: initial left total hip replacement on an unknown date in 1997 b3, d6b: revision surgery was performed on an unknown date in 2007 d10: item # unknown, unknown zweymuller stem non-cemented size 5, lot # unknown item # unknown, unknown cup size 55, lot # unknown g2: report source switzerland the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total hip replacement on an unknown date. Subsequently, the patient was revised approximately 10 years post-implantation due to unknown reasons. The head was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. The reported event can be confirmed. However, due to limited information provided, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.